Event description:
Us complainant reported the patient was on impella support when the automated impella controller (aic) lost battery life to 50% upon unplugging despite being on wall power overnight. The aic was replaced. No patient harm has been reported.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.